Event description:
It was reported that during a hysterectomy the device would not turn properly or lock in place, and that the blade was "sticky," the knife blade was sticking out. Another device was used to complete the procedure. There was no pt or employee risk or injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. During eval, the device was able to turn properly and locked into place. The blade actuated and released freely. However, the device did not unlock properly. When the handle was released, it did not spring back completely to open the jaws. The handle was sticking and had to be pushed forward for the jaws to open. The device history record was reviewed and no discrepancies were noted. As each device is visually and functionally inspected prior to release, no conclusion could be drawn as to what may have caused the reported event.